Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer's mother reported that the insulin pump was delivering insulin that was not programmed. The customer's blood glucose was 37 mg/dl at the time of incident. The customer's blood glucose was 69 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed self test and the insulin pump passed. The customer's mother declined to continue troubleshooting. The insulin pump will not be returned for analysis.